Event description:
Patient arrived to clinic for problem visit on (B)(6) 2023. Mpu plugged into multiple power outlets and noted to no longer work. Patient also noted to have damage to power cable near the bend relief on the controller. Controller exchanged. New wpu received.